Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating brush heads had broken. The brush heads fell apart during brushing. No injury was reported.